Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device stopped working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the epd unit failed hand switch test, became warm during testing, and the housing had sharp edges. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during pre-surgery testing, it was observed that the electric pen drive (epd) device and the attachment device stopped working when being used together. During in-house engineering evaluation, it was found that the epd failed hand switch test, became warm during testing, and the housing had sharp edges. It was further noted that the attachment device was found to run rough and noisy. It was reported that there was no delay to a scheduled surgical procedure as an unspecified spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.